Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease') and genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine enlargement. Concurrent conditions included uterine fibroid, urinary incontinence and breast asymmetry. Concomitant products included alprazolam, azithromycin, cholecalciferol (vitamin d3), ibuprofen, ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), visual impairment ("vision/eye problems type: worse vision") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pains"), mood altered ("hormonal changes describe: mood"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), rash ("rashes or skin conditions type: skin rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrointestinal inflammation ("gastrointestinal or digestive system condition type: inflammation"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 1 year after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain ("pain while sitting for long periods of time"), vulvovaginal pain ("vaginal pain") and pain in extremity ("back of legs"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, mood altered, vulvovaginal mycotic infection, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, visual impairment, weight increased, gastrointestinal inflammation, vaginal haemorrhage, female sexual dysfunction, vulvovaginal pain and pain in extremity outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, back pain, pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 and (B)(6) 2011. Current weight (B)(6). The patient did not have essure removed, however, is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram in (B)(6) 2011: results: coils were in the proper place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : acute pelvic inflammatory disease. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 3 and 4 were processed together. Reporter information, medical history, concomitant drug added. This case become incident. Event : acute pelvic inflammatory disease were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.